Manufacturer narrative:
Concomitant medical products: dtpa2qq crtd; 6935m62 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. The lv lead polarity and output settings were re-programmed and the lead remains in use. No further patient complications have been reported as a result of this event.